Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. The insulin pump was programmed with a test guardian 2 link and a test glucose meter. The insulin pump communicated with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value (135 mg/dl) properly on the display graph. The pump was monitored for two (2) days while connected to the test glucose meter. The insulin pump accepted all calibration entries properly and no unexpected sensor related errors or unresponsive buttons occurred. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. It was stated that insulin pump often freezes under calibration or before calibration, where patient was not able to calibrate or to press any buttons, feeling very insecure about insulin pump. The insulin pump will not be returned for analysis.